Manufacturer narrative:
Due to limited character restrictions e1 (phone ) is +(B)(6).

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) the ECG signal is unstable, and the lead failure is reported intermittently. Change to use another trigger method, there was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). On-site inspection determined that the ECG lead wire was faulty, and a quotation was provided to the customer. The customer refused the quote and refused to repair. Machine ECG is not available.

Event description:
N/a